Event description:
It was reported that the gynecologic laparoscope's image turned back a few times with error message contact olympus, and the image flickers when moved the cable. Occurred during laparoscopy therapeutic procedure, that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failures were not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area was damaged, and error 218 occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore error 218 occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.